Manufacturer narrative:
The device was returned with the pusher, introducer, and implant for analysis. The pusher was bent at the proximal section, and was stuck inside the introducer with blood residue. The pusher was noted to be within specification. The implant coil was stretched, and the coil shape was not within specification. The monofilament in the implant section was broken. The implant was attached to the pusher, with monofilament. The implant coil was not detached; the implant coil was stretched at the proximal section. Based on the investigation the complaint of a detached coil was unconfirmed; the implant was attached to the pusher with the monofilament. The root cause is unknown; however, a stretched implant coil condition can be produced or occur when the device is subjected to excessive force during handling, wrong manipulation or incorrect introducer position during the retraction process and preparation process.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not been returned to the manufacturer.

Event description:
It was reported that during prep, the coil was noted to be detached when it was advanced from the introducer into the saline. The coil was not used in the patient.